Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two reamers from the mbt reamer set are starting to show wear on the connection end. The t-handle and modified hudson adapter are also showing signs of rounding out on the connection end. No surgical delay.